Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer has been hospitalized due to high blood glucose several times, and the last admission was on (B)(6), 2013. The blood glucose was 1443mg/dl. The nurse stated that the battery cap was unable to be removed. Advised the caller that the insulin pump would be replaced. No further information was provided.